Event description:
It was reported that after a routine supply change using an infusion set, the user experienced elevated glucose readings, inspected the cartridge and found it dry, then performed a full supply change with guided education on proper cartridge and tubing change steps; no device alerts or alarms were reported. Symptoms included hyperglycemia with cgm readings high for approximately six hours. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no emergent symptoms. Investigation included phone-based troubleshooting and user education on infusion set and cartridge/tubing replacement workflow. Investigation of this case revealed no identifiable device malfunction or component failure, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.